Manufacturer narrative:
Submit date: 1/23/2018. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported there are 7 radiolucent sponges and 3 non-radiolucent sponges in their 2 lap packs in this kit.

Manufacturer narrative:
An investigation of the reported condition was performed. There were no samples received with this complaint therefore an examination of the issue could not be made at this time. A device history record (DHR) review was completed for the lot. There were no manufacturing related issues related to the complaint issued for this lot. Since this complaint will be considered unconfirmed, no corrective or preventive actions will be taken at this time. If additional information or samples are received, the investigation will resume as needed. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.